Event description:
Infusion pump was set to deliver adriamycin over 24 hours period. After three hours, it beeped to signal "infusion complete." User error suspected. Pump sent to co for evaluation and download of keystroke history to determine if use error occurred. Pt was not adversely affected.